Event description:
A malfunction alarm, specifically malfunction 9, was reported, but there was no adverse impact on the customer's blood glucose level. The customer had not reset the pump after the malfunction occurred; however, technical support provided reset instructions. The customer was not home to complete the reset at that time and planned to reset the pump independently, with a follow-up from technical support to confirm the reset was completed.